Event description:
It was reported that the patient experienced syncope. It was noted that the right ventricular (rv) lead exhibited unstable thresholds and occasional loss of capture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's symptoms of weakness were unrelated to the right ventricular (rv) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced weakness. Upon interrogation, chronically high right ventricular (rv) pacing thresholds were observed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.